Event description:
It was reported that during a primary procedure 12 years ago, the incorrect size of the femoral head was implanted. Dr. Realized about this when he was trying to perform revision surgery. The implant could no be explanted because the size available at that moment was not the correct one.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Some potential probable causes of this event could include improper sizing or a traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.